Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or patient lists were not populating for the or team on this machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list was not populating. A technical support specialist verified that all system settings and patient information were correct, conducted further investigation and identified that the med application crashed on (B)(6) 2026 at 08:57 and did not relaunch until (B)(6) 2026 at 08:29, observed that the med application logs only contained entries from (B)(6) 2026 and (B)(6) 2026, confirming inactivity during that period, found that the station date and time were incorrect and remained at (B)(6) 2026 08:57, which prevented the patient from appearing when the nurse searched after 7:00 am. The station time then self-corrected at 08:28, after which the system resumed normal functionality. The system functioned as intended after issue was resolved on its own.